Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter was not reading right. The patient tests her blood glucose 3-7 times a day. She typically tests before and after meals, and at bedtime. She takes set dosages of glyburide twice a day regardless of her meter readings. On the day before, the patient indicated that she developed low blood glucose symptoms of nausea, shakiness, vomiting, and a cold sweat at an unspecified time in the afternoon. The patient mentioned that she had eaten breakfast and lunch as usual that day. She also took her morning dose of glyburide as prescribed. The patient could not recall what her blood glucose levels were prior to developing the symptoms. However, when she was symptomatic, the patient admitted that she had tested her blood glucose with the reported meter and got a result of "25, 40, or 48 mg/dl." Due to not feeling well, the patient called "911." The patient's blood glucose was tested by paramedics but she could not recall what result was obtained. She denied receiving treatment from the paramedics. The patient was taken to a hospital. She also did not know what blood glucose result was obtained by the hospital upon arriving. The patient stated that she was treated with a sandwich, jello, and a soda. After her symptoms were relieved, the hospital tested her blood glucose again with a hospital meter and a result of "120 mg/dl" was obtained. The patient did not test her blood glucose with the reported meter while she was in the hospital. However, the patient claimed that the hospital informed her that the reported meter was not reading right and needed to be calibrated. The meter, test strips, and control solution were replaced. While waiting for the replacement meter and products, the patient reportedly stopped testing her blood glucose with the reported meter since she did not trust it. On the following month, the patient claimed that she "blacked out." The patient was allegedly still taking her usual medications at that time. The paramedics were contacted again. She was reportedly treated with a glucagon injection and IV glucose. She was not taken to a hospital. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia and received treatment from paramedics after the alleged meter issue began. While waiting for a replacement meter, the patient reportedly "blacked out" as she claimed she stopped testing her blood glucose with the subject meter since she did not trust it.